Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, during in use in the patient, surgeon could not grasp tissue because of malalignment of the jaws of the device. They checked the device and confirmed there was 1 or 2 mm of difference in length between the jaws. They checked 4 other devices in stock and observed the same problem. Used another device to complete the procedure. No patient harm.